Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and / or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and / or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv, models 5076 and 1570) leads, and one right atrial (ra) lead due to cied system / pocket infection (pocket erosion), implanted from the left side. The patient had a right sided system (rv and left ventricular (lv) lead), which was not targeted for extraction. Spectranetics lead locking devices (llds) were inserted into each lead, along with use of suture, to provide traction. Using a 16f glidelight, the 1570 rv lead was targeted for removal. Advancement was made until the start of the superior vena cava (svc), where significant binding was noted between all three leads. The glidelight with its outer sheath was used on all three leads to attempt to progress through the binding, but attempts failed. A spectranetics tightrail 11f rotating dilator sheath was used next, and with use of the tightrail and glidelight alternating back and forth on the ra lead, advancement was made and extracted successfully. Significant lead on lead binding remained on the two rv leads. After multiple passes with the tightrail and glidelight devices alternating between the leads, advancement was achieved with the glidelight to the bottom of the right atrium while on the 5076 rv lead. Transoesophageal echocardiography (toe) showed an effusion, and the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy. Adequate hemostasis was achieved, and a 1 cm lateral wall svc perforation was discovered and repaired. The physician chose not to extract the rv leads for fear of disrupting the repair. The physician attempted to unlock the llds from the leads, but was unsuccessful. The llds within the rv leads were cut and capped and remained in the patient (MDR#: 1721279-2023-00118 5076 rv lead, MDR #: 1721279-2023-00119 1570 rv lead). The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.